Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Not applicable. Device evaluated by bd.

Event description:
It was reported that the pc unit started alarming, and the alarm could not be cleared until the pc unit battery eventually discharged at 8:51:32 pm (B)(6) 2021. From the pc unit event log, the event occurred at 10:25:13 am (B)(6) 2021: ava_event_pcu net_unit_disconnect. The pc unit error log show error 150.2100.5 occurred every half second from 8:16:21 pm (B)(6) 2021 to 8:51:32 pm (B)(6) 2021. The clinician suspect that this error may have also occurred at 10:25 onwards; however, was overwritten in the error log. There was a patient involvement but no harm.